Event description:
The customer reported that the force triad generator was in use with the monopolar foot pedal for an endometrial ablation procedure. The surgeon inserted an instrument into the pt's uterus which was composed of a camera attached to a fiber-optic shaft and a cauterizing tool, all encased in a tube-like sheath. The pt moved her pelvis twice and the light source, camera and display shut down. The surgeon removed the instrument and found its tip burnt. He claimed he had not heard the force triad activate and the footpedal had not been pressed. He inserted a diagnostic hysteroscope to assess the pt and found that tissue had been compromised. Per the site's biomed, the force triad's log did not show any errors, and the event log showed that the monopolar ufp port had been activated for over a minute. The site's biomed evaluated the force triad and found no faults. He noted that the volume had been turned down, making the tone barely audible when the unit was activated. The monopolar footpedal also tested satisfactorily.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.